Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for (B)(4) with the incident lot was not observed. Additionally, a review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported while using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes that the tubes did not contain the correct volume of sodium citrate solution.